Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high and low blood glucose levels. The low blood glucose reading was 40 mg/dl. The customer stated that when she used the infusion set in her belly, she experienced high blood glucose levels. She declined troubleshooting for the device, advising that the insulin pump was working fine. Nothing further reported.